Event description:
It was reported that the stent detached from the catheter before balloon expansion, leading to misplacement of the stent in the external iliac artery. Another stent was successfully deployed in the intended target lesion in the common iliac artery. There was no adverse clinical consequence for the pt.

Manufacturer narrative:
The stent remains implanted and the delivery system was discarded by the user facility. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the u.s 510(k) - k052132.